Event description:
The account reported a non reactive "auszyme" eia result on a patient who had previously tested reactive for hbsag. The patient had previously been diagnosed with viral hepatitis. The account repeated" auszyme" eia testing in duplicate the next morning and results were reactive as expected. The physician was notified. No impact to patient management was reported.